Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during trocar insertion on a laparoscopic procedure, the balloon would not inflate and air or gas leaked from the seal. Another device was used. There was no patient injury.